Event description:
The patient reported that the right ventricular lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that defibrillator conductor was fractured, the proximal conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillator conductor fractured due to overstress, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and the lead was stretched.